Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg110328-01, 100miu/ml hcg urine control lot: hcg110307-01, 224.5 iu/ml hcg urine control lot: hcg110421-01. Summary of results: the retention devices meet qc specification. Details as below: correction positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes reading time (n=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Corrective action not required at this time.

Event description:
Caller alleged false negative hcg results. Results as follows: patient presented at the ER for unknown reasons. Afternoon urine was tested for hcg and resulted in a negative result. Patient was sent for x-ray that revealed an (B)(6). Serum test then performed and resulted hcg of 15127 miu's. Specific gravity of urine sample noted as 1.005. Lab technician reports control lines were strong at time of test. Urine sample was not stored and further testing could not be performed. Patient did not know of pregnancy.